Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the pen for the programmer was not calibrated and meaured 1.5" off. The caller inquired on how to calibrate it. Technical services instructed the caller on how to install the calibration software, as the disk was not available, and calibrate the pen. The pen and programmer remain in use. No patient complications have been reported as a result of this event.